Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dropped in amplitude by 4 to 2 milli volts, increased in threshold measurement, and intermittent capture at 6. In addition, large hematoma was noted on the electrocardiogram. Post procedure the measurements were within the normal limits. As of this time, this rv lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that this right ventricular (rv) lead was surgically repositioned due to a possible micro dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dropped in amplitude by 4 to 2 milli volts, increased in threshold measurement, and intermittent capture at 6. In addition, large hematoma was noted on the electrocardiogram. Post procedure the measurements were within the normal limits. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.